Event description:
The medical team had an impella cp pump inserted for support of an elderly patient suffering from cgs. The team placed the pump, and had the pump became kinked within the left ventricle. The team had to snare the pump. The pump was snared successfully via the radial artery and the team made choice to explant and place a new pump.

Manufacturer narrative:
The medical center has not yet returned the impella pump product for analysis. No benchtop testing is possible to determine why the pump kinked and was snared out of the patient. Should the product be returned and root cause determined, a final report will be filed.

Manufacturer narrative:
Since the original report was filed, the medical center returned the impella pump for analysis and benchtop testing to root cause. The pump was returned and found to have a kink in the cannula and pigtail. Theis was due to positioning by the user. The failure mode will be monitored and trended.

Manufacturer narrative:
B2: the date of the patient's death is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella cannula bent inside the ventricle and was unable to unbend. The impella pulled into the aorta and was still unable to unbend. It was necessary for a snare to be used to straighten, but at this point physician was concerned about the integrity of the pump. The physician decided to explant the impella and exchanged for another second impella device with no complications. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.